Event description:
Customer alleged while merging in the street from right to left, the scooter tipped over. Customer also stated the tires on the front of the scooter are turned outward. Serious injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model comet4-b, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1514597 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while merging in the street, from right to left, the scooter allegedly tipped over causing the consumer to fall off. It is unknown if the consumer was merging into the street from a curb. The owner's manual states the following on page 22, "caution: danger of tipping over"! "Never approach obstacles at an angle"! "Driving down off an obstacle - approach the kerb or obstacle slowly head on. Before the front wheels touch the obstacle, reduce speed and keep it until also the rear wheels have come down off of the obstacle." The consumer alleges that the front tires have been turned outward since she purchased the scooter. Minor injury and medical intervention alleged. (This product is part of invacare europe).